Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump experienced a "no disposable" alarm. The cassette was removed and reattached twice, and air was noted in the tubing. The cassette was tapped, and the tubing was massaged as part of the troubleshooting process. The programmed rate was 5.5 ml/hour, and the remaining volume was 76 ml. The volume delivered was 177 ml. The pump was determined to be under-delivering. The medication being infused was 5-fu (5-fluorouracil). This event occurred during an infusion with patient involvement; however, no patient harm was reported.